Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 400 units of insulin, and the cartridge ran out of insulin faster than expected. The customer was unable to provide the amount of insulin that the cartridge had been filled with. Although requested by tandem technical support, the customer declined to load a new cartridge to perform troubleshooting. There was no impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.